Manufacturer narrative:
Laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Based on all the available information, the cause of the reported visible air in the sheath was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. Further investigation is ongoing and bsc is working with the supplier to determine whether any additional solutions will be implemented.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air through the hemostatic valve. Upon insertion of sheath, this was successfully aspirated and flushed without catheters in the sheath but when catheter was inserted air ingresses from the hemostatic valve, this occurred when was attempting to aspirate in normal fashion. To solve the issue the device was replaced, and the procedure was completed without patient complications. Guidewire was a cook one, no entanglement occurred, sheath was curved during retraction, the catheter was successfully withdrawn, no unusual anatomy presented, guidewire advanced past the catheter during deployment/undeployment. The device was disposed so it won't be returned. Despite the previously provided information the sheath was received for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air through the hemostatic valve. Upon insertion of sheath, this was successfully aspirated and flushed without catheters in the sheath but when catheter was inserted air ingresses from the hemostatic valve, this occurred when was attempting to aspirate in normal fashion. To solve the issue the device was replaced, and the procedure was completed without patient complications. Guidewire was a cook one, no entanglement occurred, sheath was curved during retraction, the catheter was successfully withdrawn, no unusual anatomy presented, guidewire advanced past the catheter during deployment/undeployment. The device was disposed so it won't be returned.